Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had a small stroke on (B)(6) 2016 and is in the hospital. It was noted that the patient fell at home and laid there for 12 hours before he was found and brought to the hospital. The health care provider (hcp) cannot verify the stroke as an MRI cannot be performed due to the dbs system. The patient also had 2 fractured vertebrae in his spine and back pain which was treated using a muscle relaxant; the patient was also given another unknown medication that did not work with the muscle relaxant. The back pain started two years ago and the patient had a surgery for it but it was noted that they were unrelated to the device/therapy. The patient has been having a lot of trouble with his pd and his medication level was lowered when he was in the hospital because of the severe side effects from them; the patient has been having night terrors and hallucinations for 3 years but they tripled or quadrupled in intensity about two weeks ago. Follow-up revealed that the patient's hcps do not think the night terrors and hallucinations were related to the device/therapy and indicated that they are most likely caused from the medications the patient is taking for his parkinson's. The patient's l-dopa medication was reduced and he was taken off of the narcotics for his back pain; the patient is doing much better now. It was reported that reprogramming was performed and therapy was working perfectly. Interrogation of the implantable neurostimulator (ins) with the patient programmer indicated the ins was on and ok. It was noted that the occurrence of a stroke has not been confirmed. Additional information has been requested regarding the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.